Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-15369. Related manufacturer reference number: 1627487-2021-15370. Related manufacturer reference number: 1627487-2021-15372. Related manufacturer reference number: 1627487-2021-15373. It was reported that the patient was admitted to the emergency department due to purulent wound on the right frontal, left frontal and intraclavicular. The patient was previously treated with antibiotics which healed the left frontal and left intraclavicular wound. However there was still a wound on the right frontal. As such, the extensions and ipg were explanted on (B)(6) 2021. The leads are left implanted in the patient. Reportedly, the infection has resolved.